Event description:
It was reported on an external medwatch form number 1020575 that the (1) eps01 was used during a lap chole procedure. It was reported by the rep that the 5mm hook from eps01 5mm hook (endoscopic) became detached from the rod during the procedure twice. The hooks remain in the pt.